Event description:
It was reported the pt had problems with coupling and communicating with her device. X-rays were taken to see if the device had flipped, although the results were not reported at the time. The pt later had a revision to move the device to a different location. At that time, it was noted the device had not flipped, but was implanted a bit deep in a location that when the pt was in a sitting position, it created more distance between the device and recharger. The device was moved and implanted at a more shallow depth. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).